Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: d2b (lit;dqy) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas pta balloon catheter. During the procedure, the balloon was allegedly slow to deflate. It was further reported that the balloon inflation portion of the catheter may have been bent, and a small blunt needle was inserted into the balloon inflation port to straighten it, and the balloon began to deflate slightly faster. Reportedly, a second balloon was placed alongside the balloon to apply external pressure, and the balloon was deflated and was able to be removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas pta dilatation catheter returned for evaluation. Upon visual inspection it was noted the catheter had one kink near the distal end of the catheter. In addition, there was two narrowing points near the distal end. The balloon was noted to have liquid within. During functional testing, an in-house presto inflation device was used to inflate the device to nominal pressure. The balloon was successfully inflated and maintained pressure. The balloon was then attempted to be deflate and the device deflated within the device's specified deflation time. The catheter was cut distal at kinked place and attached to a touhy borst adapter to be inflated. The balloon inflated to nominal pressure and deflated within the device's specified deflation time. The catheter was cut again distal to the narrowing area and attached to the touhy-borst adapter. The balloon was inflated to nominal pressure and deflated within the device's specified deflation time. No further functional testing was performed. Therefore, the investigation is confirmed for the reported material deformation as narrowing and kinks were noted to the device. However, the investigation is unconfirmed for the reported deflation problem as the balloon deflated within the device's specified deflation time. A definitive root cause for the reported deflation issue and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (lit; dqy), g2, g3, h3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the atlas pta balloon catheter. During the procedure, the balloon was allegedly slow to deflate. It was further reported that the balloon inflation portion of the catheter may have been bent, and a small blunt needle was inserted into the balloon inflation port to straighten it, and the balloon began to deflate slightly faster. Reportedly, a second balloon was placed alongside the balloon to apply external pressure, and the balloon was deflated and was able to be removed. There was no reported patient injury.